Event description:
The customer contact reported the ground prong was missing on the ac power cord plug. The device was returned to the biomedical engineering dept with an unsigned note that stated, "ac power cord ground contact broken/missing." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted the ground prong was missing on the ac power cord plug. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.(B)(4).